Event description:
Pt 3 hrs 40 mins into routine hemodialysis treatment and complained of back pain. Vss safety checks done, no visible kinks in line noted. After treatment pt returned to unit with complaints of back pain and hematuria. Md notified and pt sent to the ER for evaluation. Arterial line was on #2 reuse. Dialyzer on 19th reuse. No residual sterilant pre-treatment, bleach strip negative. No other pts involved. Machine pulled, all safety checks and calibrations were functioning properly. Access is a catheter that was functioning well during the treatment. The venous pressure did fluctuate between 120-240. Pt is still hospitalized as of this date.